Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 495 mg/dl. The customer had no symptoms and treated with the insulin pump. The customer's blood glucose value was 337 mg/dl at the time of the call. The customer reported that the high blood glucose levels began on 04/23/2017. Troubleshooting was performed. There were no leaks or air bubbles. The customer noted the infusion set was bent. The device settings were correct. The insulin pump passed the high pressure test. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.